Event description:
Ventilator tubing came apart at connection of water trap. Ace spacer was in use which probably exacerbated the problem. After tubing came apart, the pt desaturated., became bradycardic, and subsequently arrested. He was successfully resuscitated.